Event description:
It is reported that pt underwent left total hip arthroplasty on (B)(6) 2008. It is also reported that post op pt experienced pain and was revised on (B)(6) 2010.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive the explanted or x-rays. The surgical reports have been provided. The revision report confirms lack of bony ingrowth of the acetabular component. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. No clear root cause could be determined. The failure rate for early loosening is monitored and comparable to the general failure rates of metal on metal implants of various competitors on the market. It is not suspected that product failure lead to the alleged event. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case (B)(4) closed.